Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt's system controller was hot. The system monitor showed several alarms including a pump stop and cell battery low without any audible alarms. The system controller was exchanged which resolved the reported issue.

Manufacturer narrative:
The pt remains ongoing and continues in lvad support without further alarms or events. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.